Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The device passed the extended self-test (est), short self-test (sst) and the performance verification testing (pvt) and was found to perform within mfg specifications. In the event that additional info is obtained, a supplemental report will be submitted. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. The ventilator was not in use on a pt at the time the malfunction occurred. The date of the event is unk. There is no additional info available at this time.